Manufacturer narrative:
The software adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). The provided app logs contain only analytics data, no diagnostic logs were found. We were unable to conduct a thorough investigation due to lack of diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely causes are errors in device bluetooth stack implementation or high level of electromagnetic noise. Issue status: unknown. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: disable cross-device service in the phone: 1) on your android device, open settings. 2) tap google, devices & sharing, cross-device services, or search cross-device from settings. 3) make sure the use of cross-device services is off or disabled. 4) follow the instructions in the minimed mobile app to establish a pairing between the pump and the phone. If the previous steps don't help: 1) disable battery optimization for the mmm app: long tap on the mmm app icon>>app info>>battery saver>>no restrictions. 2) clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap connections>>tap bluetooth>>tap the options icon next to the device (pump) you want to unpair>>tap unpair>>confirm on the popup. 3) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). If the previous steps don't help: 1) clear bluetooth's data. Steps for samsung devices (may vary slightly for other manufacturers): open settings>>tap apps>>tap the sort icon (the down arrow with three vertical bars)>>tap show system apps>>tap ok and all the system apps will appear in the list>>find and tap the bluetooth app>>tap storage>>tap clear data>>tap ok to confirm note: clearing the data will reset the app to factory default settings. Any personal bluetooth settings saved on the app will be removed 2) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) on some os versions (android 13+), the clear data button is inactive and cannot be pressed. In this case, and also if clearing bluetooth data did not help: 1) open settings>>tap general management>>tap reset>>tap reset wi-fi and bluetooth settings>>tap reset settings>>you may be prompted to enter your security credentials. Tap reset to confirm. Note: this will reset all wi-fi and bluetooth settings to factory default settings. All saved wi-fi and bluetooth connections and passwords will be deleted. 2) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). After the successful pairing, try to upload data keeping the device near the pump in another location, with a lower potential level of electromagnetic noise the helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication insulin pump to the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6101.